Event description:
Information was received from a patient regarding an ins. The reason for the call was they started to recharge the ins at 50% but after more than an hour it only goes up to 70%. The patient mentioned they recharge the ins and got excellent recharge. The first 15 mins the battery of the ins didn't change at all. The patient mentioned that the controller was at 50% and that didn't change at all after an hour of recharging the ins. During the call, the patient reset the controller and cleaned the controller port and recharger. Patient confirmed there was no damage with the controller port and the recharger. Patient attempted to recharge the ins and got excellent quality. Agent advised the patient charge the ins and if the issue still persisted call back for further assistance. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.